Event description:
Additional information received by a company representative (rep) reported that there will be a revision on (B)(6) 2021 but the rep was unsure what they will be revising or replacing yet. The rep was requesting instructions on mailing the pump back for testing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a pump volume discrepancy had occurred. It showed that the patient should have 23.7ml¿s in the reservoir but 26ml¿s were remaining. The patient had a discrepancy in the office at unknown date and a dye study was done on (B)(6) 2021 with no issues noted. The doctor calculated what the volume should be for the follow up appt on (B)(6) 2021 and there was another discrepancy at that time. The patient stated he might have withdrawal symptoms but stated only some muscle tightness and increased pain. The issue was not resolved at the time of the event. Surgical intervention did not occur but was planned though not yet scheduled. Additional information was received on 25-aug-2021 from the company representative who was inquiring about a roller study and the agent reviewed pump rollers should move 60 degrees to indicated that the rollers are moving. Study. If the pump is stalled the roller aren¿t moving. The pump was used to deliver baclofen 50mcg/ml at 2.756 mcg per day, fentanyl 2000 mcg/ml at 110.2 mcg/day, clonidine 100 mcg/ml at 5.51mcg/day, ketamine 800 mcg/ml at 44.10 mcg per day and bupivacaine 300mcg/ml at 16.54mcg/day.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that on 24-aug-2021, the actual reservoir volume was 25 ml, and the expected reservoir volume was 23.7. Per the hcp, the pump replacement had not yet been scheduled; they were waiting for authorization. The pump was currently programmed and running.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was replaced, and the patient was doing well. A kink was found in the catheter, and the hcp¿s prediction was that the kink in the catheter was the cause of the discrepancy.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2019. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780serial/lot# (B)(6), ubd (B)(6) 2021, UDI# (B)(4). The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen, ketamine, fentanyl, bupivacaine and clonidine at unknown concentrations and doses via an implantable infusion pump. It was reported that at a refill the hcp expected 9cc from the pump, but withdrew 12cc. The pump logs had not yet been checked. Additional information was received from a company representative (rep) indicated the pump had not been checked yet. It was noted the doctor wanted to wait until the next appointment in two weeks. They would check logs at his next appointment. Additional information received on 2021 reported that the pump logs have not been checked. The issue was not resolved, no further issue have been reported. It was noted that the physician¿s office had not notified the company representative as to when the patient would be seen. Additional information was received from a healthcare provider (hcp) on (B)(6) 2021 indicated the cause of the volume discrepancy was not determined. The pump logs were checked and no anomalies were found. The issue was not resolved. Additional information was received from the rep on (B)(6) 2021 reported they brought the patient back today to do a catheter dye study and the catheter was found to be fine with no issues. Caller reported today there was 33 ml in the pump and the plan was to bring the patient back in 12 days ((B)(6) 2021) to check to see if the actual reservoir volume matches/was close to expected reservoir volume. Technical services reviewed that by the time of next visit they should be expecting about 23.7 ml to pull from the pump. Primary drug: fentanyl 2000 mcg/ml, 1550 mcg/day, 0.775 ml/day. Additional information was received from a consumer on (B)(6) 2021 indicated the insurance company had been waiting for information to be sent to them regarding possible authorization to get the pump replaced. It was noted the patient was having increased pain due to the volume discrepancy.

Event description:
Additional information received reported that the actions/interventions taken to resolve the kinked catheter was they revised the pump catheter segment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and analysis identified wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.